Manufacturer narrative:
(B)(4). The device was manufactured february 19, 2015 ¿ february 20, 2015. The device was received for evaluation. Visual inspection revealed a white particle approximately 0.20 mm in size in the tubing. Fourier transform infrared spectroscopy identified the particle to be polyvinyl chloride (pvc). The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained a white particle in the administration line. This was identified before use. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.